Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported. Physio-control replaced the user interface pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device had a power issue. During device evaluation physio-control observed that the device could not be powered on. Initially the device started normally but it was not possible to power the device off. The batteries had to be removed in order to power the device off. The batteries were re-installed, but the device could not be powered on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly. Physio determined that the cause of the reported issue was due to a filter, designator fl24 on the user interface pcb assembly being leaky. This filter, designator fl24 being leaky, caused the device to lose ability to transition power.